Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the cable packaging was difficult to open and caused the cable to become unsterile. Prior to an ablation procedure to treat atrial fibrillation, a farastar catheter connection cable - hrd was selected for use. The cable packaging was difficult to open. When the user opened the package without freeing both corners first, the cable brushed against the opener's hand and the cable became contaminated. The cable was replaced with another to begin the procedure. The procedure was completed with no patient complications. The device was disposed of and is therfore not expected to be returned for analysis.